Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance with calibration alarm. Customer reported that blood glucose was 24 mg/dl, which was treated with food. Customer reported that low blood glucose was due to over bolus and did not eat enough food. Customer declined troubleshooting for low blood glucose. Customer's blood glucose at the time of call was 145 mg/dl. Customer received assistance with calibration.